Event description:
On (B)(6) 2012, it was reported by the distributor that the patient had to have his implant removed due to infection.

Manufacturer narrative:
The distributor reported that the surgeon did not know for sure why the infection occurred. Upon further investigation, the implant was found to have met specifications, and there was no conclusive evidence to determine the cause of the infection. Manufacturing records were reviewed, no findings were out of specification.